Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia overnight and during the day, with sensor readings of 300 mg/dl then 288 mg/dl and a blood glucose of 261 mg/dl at the time of contact; the user was guided to change only the infusion site on a steel 6 mm contact/detach infusion set, after which insulin delivery resumed and glucose trended down to 184 mg/dl. Troubleshooting and user education were performed by customer care. Investigation of this case revealed no confirmed device malfunction and an unclear cause of the hyperglycemia. No symptoms associated with high blood glucose reported. Outcomes included recovery without medical intervention and no hospitalization. It was concluded that the event was consistent with hyperglycemia of unclear cause with resolution after infusion site replacement and restored insulin delivery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.